Event description:
Two new clave caps used on IV-line, flushed with nss, and flushed easily. When attempting to flush with heparin, cap was clogged. No more caps available in home. Rn reverted to interlink system.